Event description:
Coiling treatment of an aneurysm. During procedure, it was reported that the coil prematurely detached within the catheter. The coil was flushed/purged to the intended site using saline injection. No patient injury reported.

Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as the coil remains in the patient and the delivery pusher was discarded. (B)(4).